Event description:
It was reported that the device exhibited an occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date. G3: japan. D4 UDI, g5 unavailable.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. No physical damage was found on the device during visual inspection. Functional testing could not replicate the compliant and the occlusion detection level of the "dso" sensor was within specification. A review of the device history log did show a record of the high-pressure alarm occurred during pump priming. A possible but unconfirmed root cause was a defective downstream sensor or cassette product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventively, replaced the downstream and upstream sensor. The device passed all functional and delivery tests.